Manufacturer narrative:
Initial reporter phone number(s): (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some catheters were shorter in length compared to others, despite originating from the same batch. This discrepancy was initially identified in the first batch that was sent to a patient and, unfortunately, it was observed again in the replacement batch that was subsequently provided. The patient reported that, in some cases, the catheter did not reach the bladder, resulting in inadequate urine drainage. Batch numbers jukq0693 and jukr9153. It was informed on 22jan2026 regarding batch jukr9153, after which 56 units were returned to us. The materials remain at our facilities. For the other batch that we sent as a replacement, the products have not yet been returned.